Event description:
A complaint was received from a customer that reported that the glucometer encore would only show a "c" and upside-down "y" in the display. In addition, the customer stated the meter would not shut off. While on the phone a review of the system was conducted. It was learned that a portion of the "hundreds and tens" units were missing segments. A request is made to return the system for evaluation. In the meantime replacement unit was provided.

Event description:
A complaint was received from a cusomter that reported that the clucometer encore wouldonly show a "c" and upside-down "y" in the display. In addition, the customer stated the metr would not shut off. While on the phone a review of the system was conducted. It was learned that a portion of the "hundreds and tens" units were missing segments. A request is made to return the system for evaluation. In the meantime or replacement unit was provided.